Event description:
It was reported that during the treatment of a ruptured pcom aneurysm (approx 5-6mm in diameter), six embolization coils were deployed successfully. However, the microcatheter position was stated to not be stable. A seventh coil was positioned in the aneurysm. The detachment controller was activated and indicated that the detachment cycle was complete. During retraction of the pusher, the coil also moved proximally. At this time, the microcatheter lost position and kicked out of the aneurysm, thus leaving the tail end of the coil in the choroidal artery. An attempt was made to retrieve the coil using a snare, however, this attempt was unsuccessful. The pt was heparinized for 24 hours. After stopping this regimen, the pt developed a clot and subsequently died on (B)(6) 2011.

Manufacturer narrative:
Sample analysis: the device will not be returned for analysis. The root cause of this complaint cannot be determined.